Event description:
It was reported that the 25mm 3300tfx aortic pericardial valve was explanted after an implant duration of one (1) year, 11 months due to valve degeneration. The explanted valve was replaced with a 23mm 11500a aortic valve. Concomitant mvr was also performed. Per the operative report, the decision was made to explant the aortic bioprosthesis and then perform mvr. The mvr was performed with a 29mm non-edwards valve. The aortic valve was then sized and a 23mm 11500a aortic valve was sutured in place using interrupted pledgeted sutures. De-airing maneuvers were completed. The patient was in atrial fibrillation and was ventricularly paced. The patient was weaned from cardiopulmonary bypass. After protamine administration and decannulation, hemostasis was satisfactory. The patient was subsequently transported to the recovery room in stable condition.

Manufacturer narrative:
Bioprosthetic tissue valves can deteriorate with time and eventually fail contributing to regurgitation and/or stenosis. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. The subject device is not available to be returned for evaluation due to hospital refusal; therefore, the root cause for the valve degeneration remains indeterminable. However, it is likely that patient related factors and the progression of the underlying valvular disease pathology may have contributed to the event. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-0014.

Manufacturer narrative:
UDI #: (B)(4). In this case, minimal information regarding this redo-avr procedure was received and attempts to obtain additional information regarding the condition of the device, patient's medical history, or possible comorbidities have been made. There has been no response at this time. There is currently insufficient information to determine the root cause of this event. The subject device is not available for return due to hospital refusal. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. If new information becomes available, a supplemental report will be submitted.

Event description:
It was reported that the 25mm 3300tfx aortic pericardial valve was explanted after an implant duration of one (1), 11 months due to unknown reason. The explanted valve was replaced with a 23mm 11500a aortic valve. Concomitant CABG was also performed. The patient was transferred to recovery post procedure. No other details were provided.